Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump periodically pump turns off goes blank one a month and the buttons are not responsive. Customer's blood glucose level was 156 mg/dl at the time of incident. Customer stated that the insulin pump had crack and blood sugar shows different from meter reading and continuously changing sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify sensor meter due to no button response. No button error alarm during testing. Device received cracked case.